Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation as reported, when the technician opened the 'universa firm ureteral stent set', it was observed that the blue string was detached. A new product was opened to complete the procedure. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Visual inspection of the returned complaint device was also conducted. One 'universa firm ureteral stent set' was returned for investigation. Only the stent from the set was returned, with the tether separated. The tether is separated, with the point of separation appearing to be a clean cut. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device for lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling; the IFU [t_uss_rev5] supplied with the device states the following in consideration of the reported failure mode: - 'precautions: the tether should be removed if the stent is to remain indwelling longer than 14 days.' - 'how supplied: upon removal from the package, inspect the product to ensure no damage has occurred.' The complaint was confirmed by the returned device, the tether was observed to have separated from the stent, with the point of separation appearing to be a clean cut. A review of the device history record found no related anomalies and no other complaints have been reported for the lot. A review of manufacturing procedures found controls to be in place to assure device integrity prior to shipping. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E3: customer occupation = central supply technician. H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, when the technician opened the universa firm ureteral stent set, it was observed that the blue string was detached. A new product was opened to complete the procedure. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.